Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-mar-2026, it was reported by a facility representative via (B)(4) that an ar-9800 synergyrf console had a smell of smoke within the unit. No case involvement and no harm reported.